Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received adding that the patient had some weeks of fluid leakage from chest wall. Diagnosis was wound dehiscence. During the surgery, there was no purulence noted. Removal of ins and partial lead extension (cut at the clavicle).

Event description:
It was initially reported that a deep brain stimulation implantable pulse generator (ipg) was associated with several issues, including removal of the battery, a remote that does not work, and a remote that will not turn on. It was also noted that the patient does not use the device. Magnetic resonance imaging (MRI) was needed. It was unknown if there was any patient involvement or complications as a result of the event. During follow up to obtain additional information, the consumer reported to the manufacturer that erosion began to develop at the battery site and cause it to be exposed. It was was removed to prevent infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the implanted neurostimulator appeared to have been removed, as an incision was present, but no device was palpable. Technical services reviewed device information and magnetic resonance imaging (MRI) considerations in the event that only leads or leads with extensions remained implanted. Technical services recommended that imaging and/or operative reports be obtained for confirmation.

Manufacturer narrative:
Outcome corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.